Event description:
It was reported that the physician recommended "excision of the hypertrophic and lead repositioning for the patient." The patient had noticed scar tissue over their neck incision and believed their lead placement had changed positions. Examination of the patient's neck revealed that the incision was intact but the physician indicated that the "retaining tab that holds the lead in place appeared to be displaced into the subcutaneous tissue", likely referring to the tie-down. It was reported that the patient's generator was replaced prophylactically during the re-positioning surgery. The explanting facility historically does not return explanted products; therefore, return of the explanted generator is not expected to date. No further relevant information has been received to date.

Event description:
It was reported by the patient that their vns lead was protruding and that they experienced neck irritation/sensitivity. It was indicated that the patient felt discomfort when he tugged on his neck or moved their neck too far back. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.